Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# 0217286844 implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type lead product ID 978b128 lot# va268w2 implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type lead g9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3 004209178. H3. Device analysis for lead 0217286844 revealed no significant anomaly. The lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. H6 codes belong to lead 0217286844. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause of the pain was the ins. The cause of the shocking was not known. No diagnostics/troubleshooting was performed to address the not liking the sensation of stimulation. Not liking the sensation of stimulation was clarified as it felt unpleasant in every program, and the patient could not tolerate it.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0217286844, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-feb-2023, UDI#: (B)(4); product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 11-feb-2023, UDI#. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was implanted on (B)(6) with subsequently good relief of her symptoms. Afterwards the patient experienced pain at the ins side, and on (B)(6) the surgeon moved the ins to another place. After the surgery the patient experienced shocking sensations from the lead on a daily basis, and the efficacy of the therapy decreased. Impedances were checked and everything was fine. Reprogramming was done but the patient still felt the shocking sensation from the lead and lack of efficacy. The lead was replaced on (B)(6) 2020. After the new lead was implanted, the patient did not like the sensation of the stimulation and the system was removed on (B)(6) 2020. The issue was resolved at the time of this report. The patient was alive with no injury. Patient medical history included painful bladder.